Manufacturer narrative:
The customer returned the pump for evaluation/ investigation. No evaluation was performed; device was scrapped. No conclusion can be drawn. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
Customer called stating that the pump hurts; she had used the one in the hospital.